Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (capacitor voltage fault, discharge profile fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed the reported faults. The cause for the failure was isolated to the tabs of the pca j1000 jumper not making contact. The root cause of the tabs of the j1000 jumper not making contact could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor displayed a discharge profile fault and capacitor voltage fault.